Manufacturer narrative:
We were unable to confirm whether an affected lot of cell-dyn emerald cleaner was in use by the customer. This MDR is being filed conservatively and will be updated if new information is obtained. A product recall letter was issued to all cell-dyn emerald customers who have received cell-dyn emerald cleaner, lots (6853, 6901, 6953, 6991, 7024, 7027, 7044, 7082, 7110 and/or 7119). The letter informs the customer of the issue regarding the potential for out of range controls. The letter instructs the customer to discontinue use of the suspected lot and destroy any remaining inventory. The customer is instructed that if they do not have replacement material available, they can continue to use the lot until they receive replacement material as long as their controls are in range. The customer is instructed to perform the decontamination procedure per the operator's manual. The cause for the qc material out-of-range low issue has been traced to the manufacturing process for raw material used in the cell-dyn emerald cleaner.

Event description:
The customer stated that they were having issues with qc on the cell-dyn emerald analyzer and had to keep repeating them several times. Data and reagent logs were requested but were not provided. There was no report of incorrect patient results or adverse impact to patient management.